Manufacturer narrative:
The device was not returned for investigation and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.

Event description:
A patient underwent a convergent procedure via subxiphoid approach using an epist device. Concomitant left atrial appendage exclusion with atriclip device via left vats approach was also performed. Five hours post procedure, the patient was noted to have drooping of one side of her face, which progressed to the patient becoming comatose. A computed tomography (CT) scan revealed evidence of an embolic stroke, showing occlusion of right carotid artery and a thrombus occluding the left carotid artery. The thrombus was removed from the left carotid artery, but the occlusion in the right carotid artery was unable to be addressed. On further evaluation, patient¿s femoral arteries were found to be obstructed bilaterally, with absence of bilateral distal pulses. The patient¿s condition continued to deteriorate, and on the fourth post operative day, the patient expired. While atricure cannot confirm that device caused or contributed to the patient¿s complication or demise, we are reporting per 21 cfr part 803.